Manufacturer narrative:
Examination of the returned device confirms wear of the poly material after approximately 15 yrs of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may of 2001.

Event description:
The patient was revised because of osteolysis and poly wear.